Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform displacement test, occlusion test, prime test, no delivery test due to motor error alarm. Analysis was unable to verify no delivery alarm due to motor error alarm. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm during basal delivery. The customer's blood glucose was 51 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump. The customer mentioned that they experienced high and low blood glucose but they were unable to troubleshoot due to motor error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.